Manufacturer narrative:
Detailed product information was not provided to bsc. The unique device identifier (UDI) could not be completed because the batch/lot number and upn were unavailable. A good faith effort will be made to obtain the relevant details regarding the reported complaint. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that loss of sterility occurred. The opticross imaging catheter was selected for ultrasound examination of the target. During test period, the entire assembly had become unsterile along with the catheter post-opening. No patient complications were reported.